Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.

Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the patient experienced an adhesive failure event on (B)(6) 2026, where the tape did not stick while swimming. No further information available.